Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low ck results generated by synchron cx delta clinical system. The results were reported and questioned by the physician. The customer repeated the tests on a newly prepared reagent and obtained correct results. There was no effect to the patients or to the user.

Manufacturer narrative:
During the reagent preparation for the 2x400 test kit, the customer did not transfer the a-reagent from a separate bottle into compartment a of the reagent cartridge. Bci customer technical support ordered a replacement reagent for the customer. User error is a root cause for this event.